Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance which resulted in a polarity switch. The patient complained of muscle stimulation corresponding with the date of the polarity switch. The patient will be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.